Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a farawave catheter was selected for use in the left atrium. During the procedure, the catheter was found to be blocked during irrigation outside the patient. The catheter was replaced, and the procedure was successfully completed using another farawave device. No patient complications occurred, and the patient remained stable following the procedure.